Event description:
It was reported that the patient contracted cellulitis after her durolane injection. Patient was initially injected on (B)(6) 2025 and immediately experienced pain, swelling, and bruising. On (B)(6) 2025 patient was seen by dr. (B)(6) who prescribed her cephalexin 500mg 4 times a day for 7 days. On the same day the patient goes to emergency room and was given toradol for pain and cefrixone for cellulitis. Patient proved positive for gram a negative bacteria (cellulitis). Patient was released after 7 hours. Patient is currently taking doxycycline for a total of 3 days.

Manufacturer narrative:
It was reported, a patient injected with durolane experienced pain, swelling, and bruising immediately following the injection. The patient returned for a follow up visit to their physician and they were prescribed cephalexin. Patient was in severe pain and went to the emergency room the same day. The patient was diagnosed with cellulitis and had cultures taken, which identified gram a negative bacteria. The patient was given a shot of toradol for the pain and an intravenous antibiotic, ceftriaxone. The patient was released after 7 hours, they were additionally prescribed doxycycline. Patient is currently reported to be improving. A batch record review was completed and confirmed this lot met all specifications prior to release. A final assessment from clinical affairs will be completed upon review of lab test results and batch record review.